Event description:
The customer reported to olympus that the colonovideoscope had restriction in channel. The issue was found during maintenance. There was no patient involvement. During device evaluation at olympus, it was found there were remnants of a white crystallized foreign material believed to be a simethicone type product in the jet channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: light cover glasses chipped, light cover glasses adhesive pitted, optical cover glass adhesive pitted, distal end cap was worn, distal end adhesive lifting, plug body condition air/water connector damaged, electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
There was no deviation from IFU in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.